Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which caused the pump to shut down. The customer's blood glucose (bg) was reportedly high as a result of the pump shutting off, and the customer administered manual injections in order to address the bg. Specific bg value was not provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.